Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that after an unspecified surgical procedure it was observed that the trigger of the small battery drive device became stuck. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. It was noted that the procedure was completed when the malfunction occurred. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the small battery drive device and the reported condition that the trigger of the device became stuck was confirmed. An assessment was performed and it was determined that the device had a sticky trigger, corrosion, and the motor was worn. It was further determined that the device failed pretest for check for sticky triggers. The assignable root cause of this condition was determined to be traced to component failure due to wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. Correction: d9: the date returned to manufacturer was documented as july 26, 2021 on the initial report. This date has been updated to august 2, 2021.